Manufacturer narrative:
Event date is estimated.

Event description:
Patient reportedly received a replace generator message. Surgical intervention occurred on (B)(6) 2022 and the patients ipg was replaced. Therapy was restored post op.

Manufacturer narrative:
A patient controller communication error message displaying ¿replace generator¿ was reported to abbott. The ipg was explanted and replaced. Therapy was restored on one lead. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.